Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose value was 50 mg/dl at the time of the incident. Another blood glucose value was 300 mg/dl. The customer was assisted with troubleshooting for low blood glucose.customer treated for high blood glucose using insulin pump manual injection. Customer stated that insulin pump was no longer functioning. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer did allege insulin pump was under delivering. The device will not be returned for analysis.